Event description:
Complete medwatch received reporting a pt event that is described as a "disconnection". The pt treatment was initiated without incident. The pt offered no unusual complaints. This pt had had recent abdominal surgery and was experiencing some discomfort. The pt dialyzes for 3 1/2 hours 3 times weekly. At approx 3 hours into the treatment the venous bloodline became disconnected from the tesio central line catheter estimated bloodloss at the time of the event was in excess of 250cc. The pt was sent to the acute care hospital for observation and was discharged the next day. The hematocrit done 11/24 was 33.1% and post event 32. The health professional from the facility feels the bloodloss was over estimated initially. The pt has returned to the dialysis unit and has suffered no permanent ill effects. The health professional reports no further incidents of line disconnections with this product. The suspect line has not been retained for evaluation.